Event description:
Litigation alleges patient had pain, discomfort, soreness, aching and stiffness which negatively affect ability to walk, utilize stairs, bend, move, sit or walk and required crutches; and elevated chromium and cobalt levels after asr hip implant. MRI revealed fluid; radiology film revealed acetabular cup out of position and bone loss. Revision surgery revealed a film of debris. Pathology findings included fine particle deposition patch perivascular lymphocyte predominant chronic inflammation. Patient also has loss of hearing.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.